Event description:
Optometrist reported that a patient wore lenses for two weeks and experienced redness and pain in left eye. Patient was diagnosed with a peripheral corneal ulcer believed to be infectious and referred to a hospital. A culture was performed by the hospital and tested positive for (B)(6). It is unclear if the culture was on the lens on the cornea. Patient was treated with gentamicin and ciprofloxacine. The patient has resolved with no permanent decrease in visual acuity.

Manufacturer narrative:
The contact lens involved in the event was not returned. However, sealed contact lenses of the same lot were returned and found to be within specifications. The lot device history records were reviewed and show that all requirements were met. Medical documentation from the treating doctor has not been received. Based on all information, no causal factors can be determined, and no conclusion can be drawn.